Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, inappropriate atp therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia was noted. Programming changes were recommended.